Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, infection was observed. The device was implanted on the left side, and the lead was tunneled from right to the left due to access issues on the left side. A few weeks after implant, the patient developed colonized cellulitis in both left and right wounds. In (B)(6) 2018, scab and slight opening on the right-side incision was observed. Antibiotics were prescribed, and the patient was referred to wound care. In (B)(6) 2019, the lead was explanted and replaced. The patient tolerated the procedure well.